Event description:
A customer contacted haemonetics on (B)(6) 2012, to report "blood in centrifuge service necessary" on an orthopat device.

Manufacturer narrative:
The device was returned but the evaluation has not been completed. A follow-up report will be sent upon evaluation completion. (B)(4).